Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
Removal of accolade tmzf stem and mitch resurfaced cup. Stem broken at trunion.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed following visual inspection of the image of the explanted stem. Method & results: -device evaluation and results: visual inspection: the device was not returned, however an image of the explanted accolade stem was made available. The image showed wearing of the stem trunnion. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Removal of accolade tmzf stem and mitch resurfaced cup. Stem broken at trunion.